Event description:
It was reported that the patient presented remotely. Upon review, the pacemaker exhibited far-r oversensing. No intervention was made. There was no patient consequences.

Manufacturer narrative:
Further information requested but was not received.